Event description:
It was reported that the catheter was received damaged and was broken in the box.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The gray shipping tube was broken 21cm proximal of the bottom end of the gray tube. The outer cardboard box does not appear to be the original box used for shipment to the customer. The outer cardboard box was 12"x12"x72" and folded in half. The balloon, windings and catheter body tube were found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.